Event description:
It was reported that when implanting the artificial cervical disc, the device appeared to be collapsed at the posterior end and open at the anterior end. The implant also appeared to be bulging anteriorly and possibly leaking saline. The doctor wasn't comfortable with how the disc fit and decided to remove the disc and switch to an acdf procedure. The disc was removed and replaced with bone graft and titanium plate. There were no patient complications.

Manufacturer narrative:
Upon receipt, the implant endplates were able to be realigned after decompressing. The misalignment of the opposing implant titanium endplates suggest the cutter may not have been perpendicular to vertebral endplates when cutting the implant interfacing surfaces. Optical examination of the implant identified a cut to the sheath, which appears to have been created by sharp object, consistent with iatrogenic damage. It is noted that a leak test is performed on the implant prior to final packaging, suggesting it was not a manufacturing defect. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Lateral intraoperative x-ray (fluoro) shows converging endplates with disc in place, but endplates improperly milled. Photos appear to show some asymmetry of anterior sheath.